Event description:
Pt brought to heart cath lab for atherectomy treatment. Temporary pacemaker inserted via right venous sheath (femoral) & was properly placed. After procedure, it was removed. Pt taken to room. Pt began having discomfort & hypotension. Pt returned to heart cath lab. Md determined temporary pacemaker had punctured hole in right ventricle. Pericardiocentesis performed. Pt tolerated it well. Return hosp ER 7/28/96. Pericardiocentesis repeated.